Event description:
It was reported that the etrak 2500l went blank in the middle of a procedure and could not be restarted. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the cpu circuit board was defective and was replaced. All cal files transferred. The system was tested and found to be working as intended and placed back into service.